Event description:
The plate had broken through a screw hole. A revision surgery was necessary to remove the plate. A new plate was implanted.

Manufacturer narrative:
This is the initial report submitted regarding this surgical event and medical device.

Manufacturer narrative:
Due to the lack of information provided and the fact that the device was not returned, we are unable to determine the root cause of this incident. This is the final report submitted regarding this surgical event and medical device.